Manufacturer narrative:
Results - motor control board.

Event description:
It was reported by service report that there was a loss of electronic function. No pt involvement or adverse consequences are reported.